Event description:
It was reported during a procedure (event date unknown), during the distal ulna osteotomy portion of the procedure, it was intended for the plate to to sit off the patient's bone a little at the osteotomy due to the curvature of the bone. However, this was not possible as it was reported the locking screws compressed the plate to the patient's bone before locking into the plate. The surgeon reported "I think that probably reduced the coronal correction which may end up limiting [the patient's] supination a little more that expected". However, the surgeon reported other than this, the procedure went well, and at the patient's first visit, the patient could actively supinate to about 10 degrees which is about 70 more than pre-op. Per the surgeon, the patient's parents were "very happy" with the outcome. This was a pediatric patient (age unknown).

Manufacturer narrative:
The results of the investigation were inconclusive as the device was not received for evaluation. Manufacturing and inspection records were reviewed, and no anomalies were found. Based on the information received, the root cause could not be determined. This report is related to report number 3025141-2023-00112 for the screw involved in this event.